Event description:
The patient underwent implantation of an itrel implantable pulse generator and a dbs neurostimulation lead with an extension for treatment of essential tremor. The patient's attorney contacted the MFR on 4/4/2001, alleging "in 1998, a cranial electrode implantation device was implanted in the pt. Due to a fracture in the lead wire it was necessary to do another implantation in 1999. Following the aforementioned procedure, the pt suffered a brachial plexus injury causing their right upper extremity dysfunction and pain."